Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen via an implantable infusion pump. It was reported that post pump implant fluid accumulated in the pocket and was thought to be cerebrospinal fluid (csf). The patient was taken back to the operating room for purse string reinforcement at the catheter insertion site.